Event description:
Subsequent information received: the devices were deployed in the common femoral artery via a 6f sheath using the pre-close technique. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 14f. The procedure was completed and hemostasis was achieved with the sutures of the pre-placed sutures. In addition, follow up info stated possible suture break with both devices. Per return analysis, the suture break was confirmed as a link break. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed as the suture was not returned for analysis; however, a link break was observed. Additionally the posterior foot was separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1: physician name h6: medical device problem code 3190 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that two proglide devices were attempted during a transcatheter aortic valve implantation (tavi). Reportedly, the device "failed to retrieve the suture" occurred with both devices. The method in which hemostasis was achieved was not specified. No additional information was provided.